Manufacturer narrative:
(B)(4)

Event description:
It was reported that several episodes of non-sustained rv oversensing were observed. Review of the session record revealed myopotentials oversensing. Programming changes were made and resolved the issue. Patient was in stable condition.